Manufacturer narrative:
Per the field service representative (fsr), the issue happened during setup of the device for a surgery scheduled a week in advance. The fsr verified that the ccu had a blank display. During troubleshooting of the device, the fsr found a detached connection on the ribbon cable. He reattached the cable. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal controller unit (ccu) had a blank display. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.